Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited a drop in the intrinsic amplitude as well as a sudden increase in the impedances on this left ventricular (lv) channel. Technical services (ts) stated that the lv intrinsic amplitude has been all over the place the last year with last measurement out of range at 1.9 mv. Lv impedance measurements were around 300 ohms and then sudden increase the last few days in the 700-900 ohms. Ts recommended to have bring in the patient for further evaluation. This device and this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).